Event description:
The customer reported reproducible elevated troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent sample testing on an alternate access 2 immunoassay system recovered a lower result within the normal reference interval. The elevated results were released out of the laboratory and questioned as the results did not correlate with the patient's clinical presentation. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and performed a high sensitivity system check which passed within instrument specifications. The unit conformed to the manufacturer's published performance specifications. The patient's samples were collected in becton dickinson (bd) lithium heparin gel separator tubes and no abnormalities were observed. Quality control (qc) was within ranges. The customer stated there were no error messages or flags associated with the event. The customer centrifuged the samples for 5 minutes at 5,000 rpm (revolutions per minute) at room temperature. Beckman coulter, inc. Customer advocate (ca) reviewed both levels of the customer supplied troponin I quality control (qc) data dated from (B)(6) 2012. All troponin I qc values for the two levels of qc were within the customer's established ranges. The customer advocate also reviewed the customer supplied troponin I calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable percent coefficient of variation (cv). The customer supplied a routine system check that was performed prior to the event on (B)(6) 2012, which passed within instrument specifications. The customer stated there were no errors posted to the event log in conjunction with the results nor were there any issues with hardware, maintenance or other patient results. All related medwatch reports associated with this event: 2122870-2012-00517, 2122870-2012-00563, 2122870-2012-00564, 2122870-2012-00622.

Manufacturer narrative:
Additional information: testing at beckman coulter customer product line support (cpls) laboratory, with interference eliminating proteins, confirmed the existence of a patient source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.